Event description:
It was reported that device¿s wavelet detection identified supra ventricular tachycardia (svt) for what was defined as ventricular tachycardia (vt) episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-45 lead, implanted: (B)(6) 2006. (B)(4).